Manufacturer narrative:
One i3 unit model # cm1100 and i3 accessories were returned for analysis. External visual inspection of returned material revealed functional damage to the area adjacent to the pvc overmold of the right angle extension cable. No blown components, burnt areas, or any other residual effects that could have been caused by sparks were observed. The unit powered on successfully in conjunction with a test right angle extension cable and passed diagnostic testing. Sparks were never encountered when the unit was powered on. A review of the DHR was performed which revealed no nonconformance was found in the batch records reviewed. Based on the analysis, the electrical malfunction with the unit was attributed to the damage to the right angle extension cable.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The customer reported when powering on the unit, sparks were noted and bare wires were visible. No troubleshooting performed, the unit will be replaced.